Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the defects were caused by stress of repeated use, external factors, or handling. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair. 4. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. 6. Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4). 7. Inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer originally returned his olympus evis lucera bronchovideoscope due to the insertion section having collapsed/buckled. There was no patient harm reported as a result of the above event. During the device evaluation, it was discovered that the coating material on the insertion guide was peeling. This report is being submitted to capture the peeling material confirmed during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the insertion guide coating material was found peeling. Additionally, the tip cover was noted burned. There were several other forms of wear and tear noted throughout the device. Those include, but are not limited to material elongation, material deformation, and chemical stress. If additional information becomes available following the device evaluation, a supplemental report will be filed.